Event description:
Dealer states unit has a no audible alarm.

Manufacturer narrative:
The product was returned and evaluated ((B)(4)). The results of the return evaluation are: controls/other/sieve bed/other/4-way valve/not shifting fully.